Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 4349973. D.4. Medical device expiration date: 12/31/2019. H.4. Device manufacture date: 12/15/2014. H.6. Investigation: customer returned five (5) 30gx8mm, 0.5ml bd insulin syringes from an opened polybag from lot 4349973. Customer states that the needle had detached from the syringe after inserting it into his insulin vial. All five returned syringes were examined and no evidence of manufacturing defect was observed; a uv light was used to determine the presence of adhesive. Customer returned a photo of a 1/2cc, 8mm, 30g syringe with the poly bag. Customer states that the needle had detached from the syringe after inserting it into his insulin vial. The attached photo was examined and exhibited the syringe with the cannula separated from the syringe and stuck in the vial. No updates to the investigation conclusion, root cause description, CAPA status, or rationale are necessary due to the issue (needle separates in vial) being confirmed based on the photo provided by the customer. A review of the device history record was completed for batch# 4349973. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200571891, 200571731] noted that did not pertain to the complaint. Process summary: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under one infrared radiation lamp, which causes the adhesive to cure. Then the rack travels through pim, which looks for adhesive (over, excessive and insufficient). The racks run through the cascade for lube application and then through the lumen blow. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. There were not any quality notifications or maintenance dispatches during the production of this batch. No root cause can be determined.

Event description:
It has been reported that one bd¿ insulin syringe with needle has been found with the cannula pulling out during use. The following has been provided by the initial reporter: customer complained the needle in his bd ultra fine short needle insulin syringe (328868) had detached from the syringe after inserting it into his insulin vial. He mentioned it has happened a few times already. He is worried that should he inject himself, the needle will also detach and get stuck in him.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 1/2cc, 8mm, 30g syringe with the poly bag. Customer states that the needle had detached from the syringe after inserting it into his insulin vial. The photo was examined and exhibited the syringe with the cannula separated from the syringe and stuck in the vial. Unable to perform DHR check for needle separates in vial due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6) 2019, holdrege received a complaint, from material: 328868, unknown batch. Visual inspection of the picture showed the cannula separated from the syringe and stuck in the insulin vial. It is not possible from the picture to determine if there is adhesive remaining on the cannula or in the barrel tip. Process summary: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under one infrared radiation lamp, which causes the adhesive to cure. Then the rack travels through pim, which looks for adhesive (over, excessive and insufficient). The racks run through the cascade for lube application and then through the lumen blow. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. With an unknown batch number, it is not possible to determine if there were any quality notifications or maintenance dispatches during the production of this batch. No root cause can be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It has been reported that one bd¿ insulin syringe with needle has been found with the cannula pulling out during use. The following has been provided by the initial reporter: customer complained the needle in his bd ultra fine short needle insulin syringe (328868) had detached from the syringe after inserting it into his insulin vial. He mentioned it has happened a few times already. He is worried that should he inject himself, the needle will also detach and get stuck in him.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd¿ insulin syringe with needle has been found with the cannula pulling out during use. The following has been provided by the initial reporter: customer complained the needle in his bd ultra fine short needle insulin syringe (328868) had detached from the syringe after inserting it into his insulin vial. He mentioned it has happened a few times already. He is worried that should he inject himself, the needle will also detach and get stuck in him.